Event description:
It was reported that post-paced t-wave oversensing episodes were observed during a follow-up in clinic. The patient was asymptomatic. Programming changes were made and further testing was recommended. The patient was stable before, during and after the event and will continue to be monitored with regular follow-ups.